Manufacturer narrative:
Correction: this device exhibits normal battery depletion; therefore, this device is no longer reportable.

Event description:
Additional information indicates the ipg exhibits normal battery depletion; therefore, this device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient received a replace generator soon message for their implantable pulse generator (ipg). Patient may have to undergo surgery to replace the ipg. Patient currently has therapy and is stable.